Manufacturer narrative:
Continued d.10. Concomitant therapies: loratadine. Continued h.6. Health effect - impact codes: f2303, f0101. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in right eye. On pod180, patient experienced "abnormal visual field" and has been referred to pcp for further testing. On pod188, patient experienced mild "increased iop greater than 10mmhg vs baseline iop" and "slight headache" then was provided diamox, combigan, vyzulta, and cosopt; event resolved on pod196. On pod264, provided treatment of rhopressa for iop control. On pod298, patient experienced moderate "iop increase greater than 10mmhg vs baseline iop with worsening visual field." On pod299, patient underwent device removal and trabeculectomy w/ mmc.

Event description:
Additional information provided explant date was a day earlier.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, g1, d6b.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in right eye. On pod180, patient experienced "abnormal visual field" and has been referred to pcp for further testing. On pod188, patient experienced mild "increased iop greater than 10mmhg vs baseline iop" and "slight headache" then was provided diamox, combigan, vyzulta, and cosopt; event resolved on pod196. On pod264, provided treatment of rhopressa for iop control. On pod298, patient experienced moderate "iop increase greater than 10mmhg vs baseline iop with worsening visual field." On pod299, patient underwent device removal and trabeculectomy w/ mmc.

Manufacturer narrative:
Additional, corrected, and/or changed data: a4.